Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 38 x 4.00mm promus premier¿ stent was advanced however resistance was encountered and the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed using a 4.0x32mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts along the distal portion of the crimped stent were damaged and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 775mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 38 x 4.00mm promus premier¿ stent was advanced however resistance was encountered and the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed using a 4.0x32mm promus premier¿ stent. No patient complications were reported and the patient's status was good.